Manufacturer narrative:
H3: product analysis of part # 6068096 ; lot # 0860488w visual inspection did not reveal any damage that could contribute to the cage not expanding when connected to the inserter. Optical inspection revealed the female torx of the cage has been damaged. The edges have been deformed. The inserter may have not been connected properly during the attempted expanding process. Functional check confirmed the cage was able to expand and close without any issue. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for degenerative disc with stenosis. It was reported that, expanding driver would not engage implant on the insert and expand the implant. The procedure or technique performed was transforaminal lumbar interbody fusion. There was no malfunction associated with reported expanding driver. The cage would not engage the expanding driver while it was seated on the inserted; therefore, it would not expand. The reported cage came in contact with patient body, physician then tried to expand. It would not engage and expand so the cage was removed and replaced it. There was a delay of 3-5 minutes reported. There was no patient symptoms or complications reported. No additional treatment or surgery performed as a result. No further complications reported regarding the event.